Event description:
A pasv port was placed for therapeutic purposes in 2005. It was reported the port leaked. It is noted that the port will be replaced in 2005. Our attempts to obtain further details have been unsuccessful thus far.